Event description:
Needle failed to split properly, causing three attempts of PICC placement, the third attempt the PICC was placed successfully with needle failure.

Manufacturer narrative:
There was one used sample returned for evaluation. The visual observation on the returned sample revealed that the plastic on the distal end did not break along the score line as intended, but did break causing the needle to not function properly. No further testing was carried out. The review of the device history records show that the lot number and the associated lower level lot numbers were reviewed for any issues associated with this complaint. There were no issues noted in the historical documentation. CAPA was issued to address the failure mode. Argon medical will continue to monitor for additional reporting of this issue.